Event description:
The doctor called and reported that the internal screw starts to come out of the sleep appliance if he turns it too much and advised that it is not working, he is turning it to the right and it is retruding pt and if he turns left nothing is happening. No further information was received.

Manufacturer narrative:
(B)(4). Since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if the device was in the patient's mouth when the doctor experienced the problem or if there were any modifications performed on the device by the provider. Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4).

Manufacturer narrative:
Manufacturer previously reported incorrect information in the previous report. The following correction has been updated in this report section h6: type of investigation (b), investigation findings (c) and investigation conclusions (d) were updated manufacturer reference: comp-(B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference: (B)(4).